Event description:
Customer states they received letter last week, instructing to check gas springs. While checking springs, top lid fell and hit the left hand across the knuckles. Customer was not injured and did not go to ER/health clinic. No add'l info available. Date of injury not provided.